Event description:
Caller reported experiencing a cgm error, specifically error 42. Blood glucose level was not adversely impacted by the reported issue. Cts provided complete pump reset instructions and guided the caller through the process, resulting in a successful sensor session without any recurrence of the error.